Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the superficial femoral artery (sfa) with chronic total occlusion (cto), it was reported that the slider of an outback would come all the way back and click but the cannula was still out. He did not try to pull on the wire port at the very end as he was unaware of this as a fix. Device and wire were retracted as one unit and removed from the patient, with no consequences or complications noted. There was no patient injury reported. Once removed from the patient, the physician attempted to replace the cannula cover in order to keep safe for return, and cannula retracted into the shaft. There was no difficulty prepping the device. No trouble with tracking. The device will be returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that the cannula of a 120cm outback elite re-entry catheter would not retract during use in a patient. The catheter and guidewire were removed as a unit without patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the superficial femoral artery that was described as a chronic total occlusion. The site reported that they did not experience any difficulty when prepping the outback device and no difficulty was experienced while tracking it to the target lesion. Once removed from the patient, the physician attempted to replace the cannula cover in preparation for returning the device to the manufacturer. During this handling, the cannula is reported to have retracted back into the cannula. One non-sterile outback elite was received coiled in a plastic bag with a deployed needle. In addition, a kink was noted on the outer shaft at 16cm from the distal end. Once the outer shaft was removed from the kinked section it was noted that the cannula was fractured\separated. No other anomalies were observed. Functional testing of cannula retraction and dimensional analysis of the deployment length of the cannula were unsuccessful due to the fractured shaft. Dimensional analysis of the catheter usable/working length revealed that it was within specification. Sem analysis of the fractured area of the cannula revealed evidence of ductile dimples and reverse bending. Reverse bending failures could be related to these surface characteristics. These types of events occur due to tensile, compression or torsion overload. Also ductile dimples suggest that stretching / pulling events occurred. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿cannula/needle - retraction difficulty-unable to¿ was confirmed based on the results of the functional analysis. The cause of this event may be related to the fracture of the cannula. The exact cause of the cannula fracture/separation could not be conclusively determined. However based on the results of the sem analysis, procedural/handling factors might have contributed to it. The product instructions for use (IFU) cautions the users that excessive calcification at the site or re-entry may impair performance. The IFU further instructs users that if resistance is felt during cannula deployment, they are not to apply unnecessary forward push on the device since this may result in damage to the cannula tip and/or separation of the cannula tip. To retract the cannula tip, users are instructed to fully retract the handle deployment slide until it stops. Users are to then release the handle deployment slide button to lock the deployment slide in the retracted position. They are to ensure that the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However based on the results of the product analysis, procedural and/or handling factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.